Event description:
It was reported by service report that the safety bar fell off of the cot and the tube assembly was separating from the load wheels. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar; tube assembly.